Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A temporal relationship likely exists between ccpd therapy with the liberty cycler and the patient¿s hernia (inguinal with possible repair), fluid retention, vomiting, fever and concomitant peritonitis with hospitalization. Actual etiology/causality for the hernia event cannot be fully determined with the available information in the file. Although, it is known that increased intra-abdominal pressure during pd therapy (due to the dialysate) may create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and lead to hernia formation. Additionally, the source of the peritonitis infection is unknown at this time. There have been no reported allegations if a liberty cycle malfunction that is causally related to the peritonitis event

Event description:
On (B)(6) 2017 this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy reported he was admitted to the hospital on (B)(6) 2017 for hernia (inguinal), fluid retention, vomiting and a fever. Etiology of the hernia and details of the hospitalization course are unknown. The pt. Further reported, during medical evaluation (while hospitalized) it was discovered the pt. Had concomitant peritonitis (unknown etiology and treatment course during hospitalization). Additionally, the pt. Reported he underwent a ¿carotid line¿ placement on (B)(6) 2017 and was also scheduled to switch to hemodialysis (hd) therapy on (B)(6) 2017. Details surrounding hd treatments are unknown. On (B)(6) 2017, during a follow up call with the peritoneal dialysis (pd) nurse, it was stated the pt. Possibly had inguinal hernia repair (unknown date). Additionally, the pd nurse reported the pt. Had a previous history of hernia incidents (details of previous hernia incidents not specified). It is unknown when the previous hernia events occurred in relation to the start of pd therapy. Furthermore, the pd nurse confirmed the pt. Was retaining fluid and the pt. Was not performing regular ccpd treatments (date (s) unknown). Reportedly, as of (B)(6) 2017 the pt. Was still in the hospital.